Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies found. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2009. Weekly pace lead impedance trend data shows high impedance for max rv pace= 1632 to infinite ohms range un-filtered data, between (B)(6) 2009 and (B)(6) 2011. Eight - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2009 23:46:53 and (B)(6) 2009 00:11:00. One - vf=210 ms on (B)(6) 2009 23:47:57. Ventricular short interval count v-sic=59.9 counts avg/day, in 14.77 days, between (B)(6) 2011 22:03:32 and (B)(6) 2011 16:36:14.

Event description:
The patient reported that device was "double counting and as a result delivered a shock therapy" and had impedance spikes. The device was explanted and replaced. No further patient complications have been reported as a result of this event.